Event description:
In additional information received on (B)(6) 2020, it was reported that the deep vein thrombosis was occluding the catheter. An intervention was required to treat the deep vein thrombosis after the catheter was removed. The patient was on prolonged bed rest and had surgery for appendicitis "2 weeks ago." It is unknown how the catheter was locked when not in use. There were 3 antibiotics to infuse through the catheter every 12 hours, 1 every 12 hours, 1 every morning and 1 to infuse 3 times per day. The indication for placement was for long term home antibiotic therapy to treat an abdominal infection post appendicitis surgery, the catheter was placed in the arm.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c, d10 investigation ¿ evaluation it was reported by c.h.r.u. De montpellier that a patient developed deep vein thrombosis and occlusion of an implanted cook turbo-ject single lumen power-injectable PICC (part number upics-5.0-CT-nt-1111, lot number 10257585). The catheter was implanted (B)(6) 2020 in the arm for long-term antibiotic therapy for treatment of an abdominal infection after removal of the appendix. The patient was discharged to home the following day. Three antibiotics were infused through the catheter on the following schedule: one every twelve hours, one every morning, and one specific antibiotic three times per day. On (B)(6) 2020, the line was found to be occluded, as antibiotics would not infuse through the catheter. The patient was readmitted to the hospital for catheter replacement. An ultrasound confirmed deep vein thrombosis in the left subclavian vein. The catheter was occluded with thrombus. It should be noted that the patient was on prophylactic anti-coagulants. An unspecified intervention was required to treat the dvt after removal of the catheter. The patient had been on prolonged bedrest. The appendectomy had been performed two-weeks prior to the event. A review of the complaint history, device history record, instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device were conducted during the investigation. One used cook turbo-ject single lumen power-injectable PICC was returned for investigation. A visual examination noted the catheter was returned with fluid inside. The catheter had an angled cut the distal end. A functional test confirmed that catheter could be flushed with water and that the clamp on the catheter functioned as intended. The analysis concluded that the returned device was manufactured to specification; nothing was identified that likely contributed to the complaint. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record found no related nonconformances or additional complaints associated with this device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with catheter locking solution. Note if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by instructional protocol and clinical judgement....catheter lock should be reestablished after use or at least every 24 hours if unused... After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining the catheter." Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause for the thrombosis was not established. A clinical assessment of the complaint found it is possible that the cause of this event could be traced to the patient¿s condition/activity level. Other factors, including catheter size selection and flushing/locking technique cannot be ruled out, as this information is unknown. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): (B)(6). Occupation: unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was a case of deep vein thrombosis and catheter occlusion in a cook turbo-ject single lumen power-injectable PICC that was implanted in a patient. The catheter was implanted in the patient on (B)(6) 2020, and they were discharged to hospital-at-home care the following day. On (B)(6) 2020, the nurse attempted to infuse antibiotics through the line but was unsuccessful, and noted the line was blocked. The patient was readmitted to hospital to replace the catheter. An ultrasound later confirmed left-side subclavian deep vein thrombosis. The patient was also on preventative anti-coagulant treatment. Additional information regarding patient/event information has been requested but is currently unavailable.